Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh, the avaulta plus anterior support system and the avaulta plus posterior biosynthetic support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion:no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh w/ bso; due to reason for implantation. It was reported that following insertion patient experienced bleeding, fistulae and vaginal scarring. It was reported that the patient underwent mesh removal in (B)(6) 2009 due to infections, pain and discharge. It was reported that the patient underwent mesh excisions in (B)(6) 2010, on (B)(6) 2010 and on (B)(6) 2010 due to erosion, recurrent utis and foreign body within the vagina. (B)(4).

Manufacturer narrative:
Date sent to FDA: 06/30/2016. It was reported that following insertion the patient experienced urinary tract infection, urinary incontinence, frequency, urgency and nocturia. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection, urinary incontinence, frequency, urgency and nocturia.